Event description:
The customer originally reported that during a vaginal hysterectomy, the jaws could not be re-opened while applied to tissue and the knife blade would not retract. The instrument was removed manually and safely from the tissue by the surgeon. There was no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.